Manufacturer narrative:
Investigation conclusion: the reported lot n1k0601 is for the extraction reagent, not a qv sars kit lot. A review of the product did not find any unusual trend for the reported complaint category. Without a lot number, no further investigation can be conducted. Investigation summary: the reported lot n1k0601 is for the extraction reagent, not a qv sars kit lot, therefore in response to your complaint, we performed a search for similar complaints of the reported problem. No adverse trend was observed. Without product lot information, no further testing could be conducted. Although we were unable to duplicate your complaint, the information you provided has been documented and will continue to be monitored. Root cause: insufficient information. Source: phone.

Event description:
Reported one false negative result on quickvue at-home otc covid-19 test. The consumer communicated the result was confirmed negative by molecular (pcr testing).